Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The long bipolar grasper instrument was analyzed. The instrument was found to have a broken conductor wire at the distal end. It was placed and driven on an in-house system, and it passed recognition and engagement tests but failed the electrical continuity and energy delivery tests. The instrument exhibited intuitive movement with a full range of motion in all directions, and the grips opened and closed properly. A visual inspection revealed no thermal damage, and while no portion of the conductor wire insulation was missing, the wires were exposed. Further evaluation found the instrument had a broken bipolar yaw pulley, with a missing piece measuring approximately 0.192" x 0.037". The instrument was also found to have a dislodged flush tube. Corrosion signs were discovered on the instrument bearings, specifically orange discoloration on the grip input disk bearings. Additional dried residue was found around the clamping pulley cable groove.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon was unable to use the instrument due to bipolar cord being detached. The area was inspected, and surgeon didn't see anything in the abdomen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the outer area of an instrument was inspected; however, it was not noticed until the jaws were opened. The issue was noticed intraoperatively. Once the jaws were opened it was noticed that cord was broken. The instrument did not collide with another instrument. There were no problems removing through the cannula.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
There were no fragments seen and the patient did not return to the hospital for foreign object.